Event description:
Post placement of the 26mm sapien xt thv in the aorta, a posterior pericardial effusion was noted on tee which measured 1.8cm. It was monitored for several minutes and an h&h showed a lower value, protamine was given, and volume was given due to a small rv chamber size. After a short period, a re-measurement showed the effusion had grown to 2.2 cm. One unit of blood was transfused and a pericardiocentesis was performed. Two hundred forty (240)cc of red blood was aspirated and the effusion decreased to 0.5cm. The effusion was monitored, two more units of blood were transfused, and albumin was given. A drain was hooked to the catheter in the pericardial space and the effusion was determined to be stable. The patient was transferred from the or to the ICU in stable condition. Two hours later the effusion was noted to have grown via tte, the h&h declined, the patient did remain hemodynamically stable the patient went back to the or for exploratory sternotomy and repair of a suspected wire perforation. Post operative, a posterior lateral free wall pin hole perforation was noted. The surgeon placed one pledgeted suture at the perforation site. The repair was successful and the patient returned to the ICU in stable condition. As reported, the perforation occurred either when crossing the aortic valve with a 5 fr al1 and a straight tip 0.035 wire or when exchanging the straight tip wire out of the lv for the amplatz extra-stiff wire. The wire perforated the left ventricle on the posterior lateral wall.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the perforation occurred as a result of device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.